Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down and bolus both stopped working. The customer blood glucose level was unknown. The customer reported that the up arrow button was not working. The customer also reported that the time was advancing. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.